Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 living with diabetes 9 / page 107 warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The mother reported that the patient got a staphylococcus infection at the insertion site over the summer. When the pod was removed, the site appeared bruised. The patient already had a schedule doctor's appointment and he was treated with two rounds of antibiotics. For 10 days, the patient was prescribed amoxicillin. This antibiotic did not turn out to be as effective, so the patient was prescribed a heavier antibiotic for the next 15 days (patient's mom cannot remember exactly what it was). He also had to get the infected area excised twice and was advised to rest the pod site. At the time of wear, there was irritation and a little soreness, but no drainage. The pod was worn on the hip/buttocks.